Event description:
O.r staff noticed a musty ordor approximately 20 minutes after opening part two of the custom sterile pack. Several staff members became ill enough to have to leave the room and report tothe employee health clinic for evaluation. Treatment is not known at this time. The surgeon felt ill and asked to be relieved by another surgeon.